Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient experienced high blood glucose event on (B)(6) 2026. The high blood glucose event lasted greater than four hours. The patient was taking iron as a prescription medication to treat diabetes. No further information is available.